Event description:
It was reported that the helix was distorted/bent during insertion using a thoroscopic procedure on the first epicardial lead. The second epicardial lead was inadvertantly dropped on the floor due to physician deployment of the implant tool plunger. A different epicardial lead was successfully implanted. During the procedure, the atrial lead was discovered to be dislodged via x-ray and system testing. The atrial lead was revised. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.